Event description:
The customer reported a precharge voltage error code was displayed on the unit.

Manufacturer narrative:
The ge service rep removed the charger covers before powering unit. The unit was powered and he monitored the battery voltage, 223.8vdc. He powered the system and the voltage did not decrease as expected but no errors were displayed. The system and battery values were as expected during the boot sequence. The unit was booted several times, tested charger in normal and high charge mode.